Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit 'broke' after eight days of use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The evaqua (expiratory) limb was visually inspected for damage. Results: the visual inspection revealed that the evaqua limb was punctured about 18cm from the proximal connector a lot check was not performed as no lot number was provided. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was punctured during use. It must also be noted that the device had been used for longer than the maximum intended period of seven days. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. Our trending and monitoring of leaks in adult evaqua breathing circuits has a rate of occurrence of (B)(4) per million devices sold in the past year to the end of february 2012.